Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photograph submitted from the field. Consequently, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear incurred over repeated usage. The manufacturing date is september 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, a sales representative reported via (B)(4) that an 5033-100 capturing rod assembly and an 5046-100 lag screw capturing rod nut broke. This occurred during a case. This occurred during a case on (B)(6) 2025. There was no additional information provided, and additional information has been requested.